Manufacturer narrative:
The device was returned to mmdg for evaluation. The investigation is still in progress. This report is being filed because the device was in use with a pediatric patient at the time of an over run event, and all such events involving pediatric patients are MDR reportable per our procedure.

Event description:
The initial reporter states that the bag set was in use with a pump that was pumping air into the patient. Mmdg followed up with the initial reporter. They stated that the patient was "just fine" and that there had been no delay in therapy or adverse effects from the complaint event. [(B)(4)].